Event description:
It was reported that two intra-aortic balloons (iab) became unraveled while being prepped for the patient. Neither iab were inserted into the patient. The staff later reported that they checked both iabs and reportedly both had holes in them. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report for the 1st iab has been submitted under mfg report number 2248146-2024-00156.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A portion of the extracorporeal tubing was cut from the iab and not returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled and portion of the extracorporeal tubing cut from the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 9.9cm from the rear seal measuring 0.102cm in length. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a penetration in the membrane. A leak may impact the ability to maintain vacuum causing the membrane to unfurl and resulting in difficult insertion. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that two intra-aortic balloons (iab) became unraveled while being prepped for the patient. Neither iab were inserted into the patient. A third iab was successfully inserted. The staff later stated that they checked the two iabs and reportedly both had holes in them. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report for the 1st iab has been submitted under mfg report number 2248146-2024-00156.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.